Event description:
It was reported by the patient that the carelink monitor was not getting any power. The batteries were replaced, and correct battery placement was confirmed, but the issue was not resolved. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the carelink monitor was not getting any power. The batteries were replaced, but the issue was not resolved. The monitor will be replaced. No patient complications have been reported as a result of this event.